Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with palpitations and pocket stimulation. Upon interrogation, the right ventricular lead exhibited loss of capture. On (B)(6) 2018, the lead was repositioned. Patient was stable before, during, and after the procedure.